Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a research and design (r &d) lab. It was reported that the system displayed an ¿error 64¿ during the r & d lab. The medtronic representative (rep) was in a cranial biopsy procedure type and was navigating the demo lee head. The rep used the left-side menu to go back to images, where the CT as well as the MRI scans were listed. The rep stated that the MRI was highlighted and the ¿select¿ slider was in the on position. The rep then moved the slider to off and clicked on the CT to highlight it (but not move its ¿select¿ slider, which was off). There was no patient involved with this event. It was noted that this occurred on a demo unit.